Event description:
Dealer states that the side seal cap on the right motor is gone, part of gear is coming out of the hole about the size of a quarter. A lot of grease reportedly is coming out of the hole.